Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The constant upstream occlusion alarms were confirmed during functionality testing as well as reproduced during further evaluation while running a loaded set. The device inspection determined this condition was caused by low upstream sensor fluid number readings due to a failed upstream sensor. Low ultrasonic readings are known to make the pump more sensitive to upstream occlusion alarms. The upstream sensor was replaced to correct this condition.

Event description:
During baxter's functionality testing, a spectrum pump had constant upstream occlusion alarms. There was no patient involvement.